Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the physician used two exerflex self-expanding stents to treat lesions in the proximal, mid and distal s uperficial femoral artery (sfa), and popliteal segments 1, 2 and 3. Three in.pact balloons were also used. Approximately 65 months post index procedure, the patient suffered in-stent restenosis of the left sfa and occlusion of the left popliteal artery which was treated approximately 1 month later with a non-mdt pta, drug eluting balloon (deb) and stenting. The patient recovered.